Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. Upon review, the impedance measurements showed sudden increase and were consistently high. Subsequently, this rv lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and d6b explant date.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. Upon review, the impedance measurements showed sudden increase and were consistently high. Subsequently, this rv lead was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received indicated that this lead was surgically abandoned. The physician decided to implant a new ventricular lead. No additional patient adverse effects were reported.